Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(4) 2010 at 1025, the device was programmed for intermittent delivery, with 88.5ml dose amount, a 1hr infusion time, an 8hr dose frequency, for 3 doses, with 0.4ml/hr kvo rate, a 282ml container size, no delayed start, a new container is selected and delivery of dose 1 was started. At 1126, dose 1 was complete. At 1826, dose 2 delivery started. At 1926, dose 2 was complete. A new date stamp of (B)(4) 2010 occurred. At 0226, dose 3 delivery was started. At 0326, dose 3 was complete. At 1008, the delivery was stopped. At 1009, the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for intermittent delivery of fortaz 1gm/88.5ml, with a dose amount of 88.5ml, for a duration of 1hr, a dose frequency of 8hrs, for 3 doses, a 0.4ml kvo (keep vein open) rate, a 282ml container size, and the delivery was started. No further programming parameters were provided. The nurse reported after 24 hours, the device display indicated 9.ml had been delivered. It was not specified the volume of solution remaining in the container. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported there was no change in the patient status. No medical interventions were required. Though requested, no add'l info was provided.